Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced moderate urinary retention. The patient was discharged home with a foley catheter. The event was considered not recovered/not resolved (continuing). There were no further patient complications reported in relation to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient had her "foley removed" and "passed voiding trial". The event was resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported in relation to this event.

Event description:
Additional information received indicated that the adverse event was for difficulty emptying bladder. The patient had their foley removed on (B)(6) 2015. There were no further patient complications reported in relation to this event.